Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional testing indicated no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly or component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, during a distal pancreatectomy procedure, the stapler. During removal of stapler handle, after the curved tip reload had been deployed on the splenic artery, significant bleeding from the artery occurred. It is unknown if the blood loss was 500cc or more. The physician acted quickly and stopping the bleeding. She stated she felt the stapler misfired, that the staples "looked funny" on that side. The sales rep was attending the case. A new handle was retrieved and the case continued. Upon completion of the surgery, normal protocol was followed, patient was taken to recovery. The patient was discharged home after a normal post-operative course in good condition. The patients medical history includes pancreatic cancer and iga myelopathy in remission.